Event description:
Patient was revised to address infection. Update - (B)(6) 2012 - revision not included in initial litigation papers as revision occurred after filing of lawsuit. Plaintiff fact sheet (supplemental information for the litigation) includes this revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.